Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
The complaint about the batch number 11284776 is the product recalled last year. When the guide wire was removed from the puncture needle it was found that the guide wire was broken.